Event description:
Customer reports meter was receiving an err message for a week and battery icon while using the aviva system. Customer reports having high blood symptoms and was unable to test due to the err message. Customer called firemen and self treated with yogurt and toast before they arrived. Firemen tested customer with blood glucose result of 535mg/dl and took her to the hosp where she was given 2 bags of insulin; type unk. No controls were run. A request was made for return of the suspect product and a replacement was sent.